Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were referenced in the article. The baseline characteristics of the patients referenced in the article is gender/age is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: safety and feasibility of contrast injection during pulmonary vein isolation with the nmarq® multi-electrode catheter. Journal of atrial fibrillation,. 2015;8(4):1941-6911.

Event description:
Laish-farkash ad, katz a, cohen o, et al. Safety and feasibility of contrast injection during pulmonary vein isolation with the nmarq® multi-electrode catheter. Journal of atrial fibrillation,. 2015;8(4):1941-6911. The literature publication reported the following patient complication: one (1) patient experienced pericardial tamponade, which was not related to the injection of the contrast media per the author. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.